Event description:
It was reported that the pt experienced a blood clot that caused a spinal stroke and paralysis five days after implant. The implantable neurostimulator was explained. The pt was hospitalized for 30 days and transferred to assisted living facilities.